Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg. The ipg was taking a longer period of time to be charged. The patient was reprogrammed for a lower energy use program. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.